Manufacturer narrative:
Findings: unit was received with minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads, missing end cap sticker and missing the ruber/seal from reservoir tube. (B)(4).

Event description:
It is reported that a customer has physical damage in the form of cracks on their reservoir compartment of their insulin pump. The pt's blood glucose level was 205 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.